Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No part has been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device. It was reported that the short spinous clamp was being difficult to put on and take it off. It takes 10-15 minutes to take off of the spinous process, almost resorting to taking off the process. The site had replaced this part a couple of times already.